Event description:
Customer reported that on (B)(6) 2011 two access 2 immunoassay system liquid waste bottles showed signs of cracking and crazing. There was no evidence that either bottle had leaked. Beckman coulter inc. (Bci) does not provide recommendations regarding replacement intervals for waste bottles. It is unknown at this time if the customer used chemicals to "decontaminate" waste bottles before re-use. Per the access 2 immunoassay system operators guide waste bottles should be emptied when full and rinsed with tap water only. Bci customer documentation does not specifically identify the exclusion of any chemicals from decontamination activities. There was no death or injuries reported in association with this event.

Manufacturer narrative:
Service was not dispatched for this event as it was resolved through normal troubleshooting. Two replacement waste bottles were issued to the customer. This is a known issue for which corrective actions is currently underway.